Event description:
Info received indicates the brakes are not holding well.

Manufacturer narrative:
The tech found screws loose on the brake rod support bracket, allowing the bracket to move when the brakes were applied. He tightened the bracket screws, adjusted the brakes, and also cleaned wax build up from the casters to repair the bed.